Event description:
On (B)(6) 2012, it was reported that a set of defibrillation electrodes showed signs of having an exposed cable near the connector plug. There was no patient involvement.

Manufacturer narrative:
The equipment has been requested to be returned to assist with the investigation; however, to date, it has not been received. The investigation remains open.